Event description:
Related manufacturer reference number: 2017865-2025-11793. It was reported that the patient presented at clinic for a heart transplant procedure. It was discovered that their right atrial (ra) lead and right ventricular (rv) leads exhibited a capture anomaly. Their implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) leads were explanted. The patient's condition was unknown.

Manufacturer narrative:
The reported event of a capture anomaly was not confirmed by analysis. As received, a partial lead was returned for analysis. Final analysis found no indication of conductor fracture or internal short. No anomalies were detected.